Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. No further repair is available at this time.